Event description:
It was reported that while using the ilet, the user experienced hyperglycemia up to 321 mg/dl, after which an automated correction of approximately 8 units was delivered and the user then experienced hypoglycemia to 63 mg/dl; the user treated the low with oral glucose and reported that similar episodes led them to stop wearing the device for over a month. Symptoms included hyperglycemia. Outcomes included effects not otherwise specified. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.